Manufacturer narrative:
Other relevant devices are: product: ID 3889, lot# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that during a follow-up, all impedances in electrodes between 0 & 1 and 2 & 3 were 4000 ohms or higher. Normal impedance in between the implantable neurostimulator (ins) and electrodes were noted. When stimulation was increased, the consumer felt stimulation. As stimulation therapy effects were observed, quality of life was improved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Product ID 3889, implanted: (B)(6)2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative (rep) indicated that the cause of the high impedance was undetermined. There were no further complications reported as a result of this event.